Event description:
During routine hemodialysis treatment using pre-mixed bag dialysate, pt experiences "jerking and spasms" on one side of his body. Physician prescribed anti-spasmodic medications without relief; pt instructed to take benadryl prior to treatment and pt was asymptomatic during treatment. No other medical intervention provided.

Manufacturer narrative:
The exact cause of the reported issue cannot be determined. A review of the reported lot number found no similar complaints reported. Clinical staff attributed event to an allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. Nxstage medical considers this report closed.